Event description:
The patient was revised because of loosening of the cup. **update** (B)(6) 2011 bilateral patient - litigation papers allege the following: in approximately (B)(6) 2009, patient began experiencing symptoms, including but not limited to, discomfort, squeaking, pain, and soreness, which in turn negatively affected her ability to walk, move, and sleep. Patients orthopedic surgeon, investigated her symptoms and in approximately (B)(6) 2009 concluded that the problems were stemming from the asr hip in her right side, and that patient was going to have to undergo revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection requiring IV antibiotics.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.